Event description:
It was reported that the core impaction drill displayed a bias current message during testing at the user facility when connected to the console with the tps handpiece cord, signaling a condition occurred from which the device has the potential to run without user activation. There was no patient involvement, and no associated procedure. There were no user injuries or adverse consequences.

Event description:
It was reported that the core impaction drill displayed a bias current message during testing at the user facility when connected to the console with the tps handpiece cord, signaling a condition occurred from which the device has the potential to run without user activation. There was no patient involvement, and no associated procedure. There were no user injuries or adverse consequences.

Manufacturer narrative:
The reported event of bias current hp 1 was not duplicated. Upon inspection, diagnostic engineer agreed with service technician that the pins were clean and intact, however signs of corrosion were present. The device was scrapped by the manufacturer.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.